Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Corrected: d4 (initial lot number given was incorrect as lot is unknown). D10: cat#: 115310, lot#: 861630, comp rvrs shldr glnsp std 36mm. Visual inspection of the returned product confirms it has fractured into many pieces and it is unclear if all the pieces were returned. Sem analysis conclusion; edge loading on the articular surfaces in relation to each other (possibly due to lack of adequate soft tissue retention) may have resulted in overloading fracture. It is unclear what sequence events occurred in exactly what order regarding fractured central post, fracture of the 4 retaining peg geometries, and mismatched wear/damage of the top of the central post vs the rest of poly bearing after metal on metal articulation possibly occurred. DHR review was not performed as lot number was not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Device product code: phx. Concomitant medical products: cat#: 110031399, lot#: 64914569 , mini tray std cocr +0 offset. Cat#: 110031418, lot#: 64790162, cr prolong 36mm brng std. Cat#:118001, lot#: 022970, versa-dial/comp ti std taper. Cat#: 115310, lot#: 661390, comp rvrs shldr glnsp std 36mm. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the patient had a convertible glenoid poly put in on an unknown date. Subsequently, the convertible glenoid poly was broken into several pieces causing the need for a revision. Attempts have been made and additional information on the reported event is unavailable at this time.